Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 closed samples, and a piece of thread contaminated. Tightness test to the closed samples received has been performed and the units are tight. As stated in the side effects of instructions for use of the product: as with any other suture materials, prolonged contact with salt solutions, such as urine and bile, can lead to lithiasis. As for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply. Batch manufacturing record: reviewed the batch manufacturing record, there was an incidence but it was released fulfilling usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply braun surgical requirements. With the open and contaminated sample received a proper analysis cannot be performed. Final conclusion: although the results of the closed samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. After investigation, we do not see any manufacturing fault or material defect that could have caused the incident. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The customer reported that a patient developed localised skin inflammation at the site of suture application. Symptoms included redness and swelling. The patient underwent orif (open reduction and internal fixation) surgery on (B)(6) 2025, and symptoms appeared 30 days after the procedure. The patient was prescribed medication to reduce the infection. Additional information has not been provided.